Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left superficial femoral artery. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, on initial inflation at nominal pressure for 60 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.